Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their one touch ultra2 meter had a power issue meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred on (B)(6) 2016 between 10-11am. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that a few hours after the power issue began they developed symptom of dizziness. The patient self-treated this symptom by taking 500mg metformin an unspecified period of time later. The patient also provided a blood glucose result of 330mg/dl obtained on another device during the morning of (B)(6) 2016. At the time of troubleshooting the cca noted that there was no misuse of the product, the batteries did not need to be changed, and the issue could not be resolved with training. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing signs which are suggestive of serious injury after the alleged meter issue began.